Event description:
The user facility reported that after finishing and using the angio-seal device, blood still came out in the puncture area. The procedure was a digital subtraction angiography (dsa). The estimated blood loss was less than 250cc. There was no patient injury and/or no medical or surgical intervention required.

Manufacturer narrative:
D6b: explanted date: device was not explanted .the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 22apr2025: a 6fr. Sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Bleeding handled by clean puncture area. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).